Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. As received, the charger was unable to charge a battery. Upon investigation, the q1 transistor was internally shorted. The cause of the inability to charge a battery pack is the shorted transistor. The root cause of the shorted component could not be positively identified. No adverse event resulted from the defective charger/modem. The patient received a replacement charger/modem.

Event description:
While fitting a (B)(6) female patient, a patient service representative contacted zoll customer support to report that the patient's battery charger was experiencing charger faults. The patient was issued a replacement charger/modem.